Event description:
It was reported that the user received a pairing failed notification while attempting to connect a dexcom g7 continuous glucose monitor (cgm), and support advised the user to toggle settings and reenter the pairing code, indicating an intermittent communication failure likely related to wireless connectivity between devices and implicating the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with the antenna identified as a relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.